Event description:
It was reported that the pulse generator exhibited premature battery depletion and a diagnostics anomaly.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion and diagnostics anomaly. These false indications were likely caused by possible fibrillation during resuscitative efforts. The patient deceased but the patients death was not device or lead related.